Event description:
Additional information stated the battery was way too low. It was noted the device was in the lower buttocks and was uncomfortable prior to the revision. It was stated that recharging was easier to charge after the revision. Upon further review, information related to the battery depletion and numbness no longer apply to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that for several months, the patient had not felt stimulation and had not recharged in that time. It was indicated that the patient had her device moved from her lower back to her hip because, she would charge for 8-10 hours at a time when it was on her lower back. It was noted that the patient never had therapeutic effect and the device was not helping at all. The patient had no feeling on her right side and leg since 2006 and had a few falls due to her foot being numb. It was indicated that the patient was taking oral medication and had not been pain free in years. The patient had not told anyone that her device was not helping and did not get it reprogrammed. It was indicated that the patient felt therapy was doing more damage than good and that the device triggered a nerve in her big toe and she could not feel it, which caused her to fall down a lot, including yesterday. It was noted that a while back, the patient fell 4 feet on top of the device. It was determined that the device was overdischarged and the patient was directed to contact her physician. The patient had a doctor appointment next week. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 37083 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID: 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID: 3708340 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID: 3708340 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID: 3998 lot# j0555162v, implanted: 2006 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reiterated that the patient's initial implant had been low on the patient's rear and that it had taken "15 hours to charge from the battery half full". It was stated that in the first year after implant "another" healthcare professional (hcp) moved the ins higher in the body and replaced 2 leads.